Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, worsening urinary incontinence, and severe urinary and vaginal infections. No further information has been provided.